Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, high, out of range, low voltage lead impedance issue and high rise inadequate capture threshold issue was observed on the ra lead. Lead extraction procedure is anticipated. Patient was stable.

Event description:
New information received on february 11th, 2019 states that lead was explanted and a new lead was implanted due to high impedance and high capture threshold issue. The p-waves measured normal range. Physician observed that the leads were wrapped in the pocket in a strange way which caused the lead to bend in an acute angle distal to the suture sleeves. Patient was stable.